Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial number (B)(4), was returned to acist on october 10, 2017. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the case were not returned for evaluation. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
Device under evaluation. The evaluation will be provided in a follow-up report. The cine-angiograms are available and will be assessed by the acist medical advisory board.

Event description:
During a case with the cvi injector, a dissection occurred during the left main injection. The injection was done with the lowest psi available on the system (300 psi). The patient experienced cardiogenic shock, chest pain, elevated st segment changes, abnormal health rhythm, cardiac biomarker elevation, and evidence of myocardial infarction. The patient's blood pressure was <90 mmhg systolic. The dissection was resolved with surgery. It was noted that the patient has not yet recovered.